Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that the bolus totals do not match. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: a review of the pump history shows a replace cartridge alarm on 12/30/2014 at 16:27; the next prime was recorded on 12/31/2014 at 21:51. Investigators successfully performed a 10u audio bolus and 10u normal bolus. Both were accurately recorded in the pump bolus history and bolus tdd history correctly showed 20.0u.the bolus history was reviewed and the delivered boluses correct total the total daily dose. The pump¿s bolus history shows on 02/11 a 10.6u bolus was cancelled by the pump and on 02/25 a 7.3u bolus was cancelled by the meter. No hypersensitive keys observed on the keypad. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint.